Event description:
It was reported that during surgery a sprinter legend balloon could not pass distal of the lcx reported as 90% stenosis with severe calcification and tortuosity. Resistance was encountered at the lesion but excessive force was not applied in an effort to advance the device. The physician attempted to re-dilate the balloon, but the balloon could not be removed, the physician used guiding wire to remove it. The physician used a new device to treat the lesion. No injury reported. Evaluation summary: the balloon appears to have been inflated. Crystalized contrast was present inside the balloon. The distal tip was damaged.

Manufacturer narrative:
Results and conclusions: (lesion morphology ¿ 90% stenosis, severe calcification and tortuosity). (B)(4).